Event description:
It was reported that the patient has been feeling a clicking in his knee since having implant surgery. Patient reports that the feeling has increased to more of a "thud¿ in the last three months. Patient states that he feels it especially when going up the stairs. Patient wants to know if the increase in the clicking is normal.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. An evaluation of the device cannot be performed as the device remains implanted. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.